Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 49.2 cm with an external insulation abrasion breaching the outer insulation 27.4 to 28.0 cm from the distal end consistent with friction to another implanted device or feature of the patient anatomy. An external insulation abrasion breaching the outer insulation was noted 38.1 to 38.3 cm from the distal end consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.